Event description:
The technician stated the account reported the side rail latch is broken. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
Upon investigation, the technician found that the mattress on the bed was a little displaced by the weight of the patient. The account repositioned the patient and the side rail latched properly, user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician stated the side rail functions as designed and no repair was needed. Based on this information, no further action is required.